Event description:
Discordant calcium (ca), potassium (k), urea nitrogen (bun) and creatinine (crea) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument. The results obtained from the alternate instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca, k, bun and crea results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument and instrument data evaluation. After evaluation, the cse cleaned the reagent probes and checked the integrated multisensor technology aliquoter probes and drains. The cse instructed the customer to ensure samples are not inverted when being transported to the instrument and to follow the proper pre-analytical sample handling procedures as per the tube manufacturers instructions for use. The cause of the discordant calcium, potassium, urea nitrogen and creatinine results is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.